Event description:
The customer's wife stated that the customer was hospitalized due to low blood glucose. The blood glucose reading was not reported. Troubleshooting was performed and the programming on the insulin pump was correct. It was found that the amount of insulin visible in the reservoir coincided with the amount displayed in the insulin pump. It wa also found that the customer had taken three large boluses within tow hours of the event, and the customer's wife feels that this was the likely cause of the event. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.